Event description:
It was reported that an infusor did not flow during an infusion of desferrioxamine. There was patient involvement, however there was no adverse event reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. The sample was visually inspected and a microscopic examination of the flow restrictor showed evidence of drug crystallization. The reported condition was confirmed, as the flow was blocked by the crystallization. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.